Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The legal manufacture was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, olympus confirmed foreign material remained in the device, but the type of the material or root cause cannot be identified. It was confirmed that the foreign material residue point was not deformed. The event can be detected/prevented by following the instructions for use: instructions for use states that detection method in gif-ez1500 operation manual chapter 3 preparation and inspection; instructions for use states that preventive measure in gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection that the gastrointestinal videoscope exhibited a foreign object inside the nozzle. There were no reports of patient involvement.